Event description:
Sometimes comes on and sometimes is completely off randomly. No patient involvement.

Manufacturer narrative:
M01 ¿ inconclusive. It was observed during investigation that the returned pad-pak failed to correctly insert into the device, due to the damaged locator pin. This damage would have impeded the insertion of the pad-pak within the device, resulting in a device not powering on, as per reported fault. The investigation was unable to determine when the damage to the locator pin occurred. The damage may have been caused during an incorrect installation of the pad-pak.

Event description:
Sometimes comes on and sometimes is completely off randomly. No patient involvement.